Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only the distal portion of the lead was returned, measuring 46.6cm-49cm in length. External insulation abrasion was noted at 41.8cm to 43.2cm from the distal tip. The rv cables were exposed. The abrasion found is consistent with friction to the ICD can. (B)(6. No complaint received with return of the device. Failure (event) observed during analysis.